Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient had an episode of ventricular fibrillation requiring successful cardioversion once. The bedside registered nurse had impella position placement questions. The patient had ventricular fibrillation again. The patient was given cardiopulmonary resuscitation (CPR) and shocked three times. They were taken to the cardiac catheterization laboratory for left heart catheterization, but no abnormalities were seen. The patient was returned to the unit. An episode of ventricular tachycardia occurred which required cardioversion. The manufacturer reviewed recommendations for pump management during cardioversion or CPR with the staff. There was no extracorporeal membrane oxygenation as the patient was on continuous renal replacement therapy. Additional information noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.